Manufacturer narrative:
Follow-up #1: date of submission: 11/09/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: during investigation, the cartridge compartment was cracked. Unrelated to the original complaint, the battery compartment was cracked form the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. Additionally, the battery cap threads were damaged and were difficult to remove from the test pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.